Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5568-45 lead, implanted 2000 (B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited noise on the atrial high rate episodes. Capture thresholds were chronically high. Oversensing was noted on the atrial lead with isometric exercise and pocket stimulation was seen with unipolar pacing. It was also reported that the right ventricular (rv) lead was noted with noise on ventricular high rate episodes. The leads remain in use. No patient complications have been reported as a result of this event.